Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump was malfunctioning as she has been experiencing ketones for the last two days. Her endocrinologist informed her issue was with the insulin pump. The customer's blood glucose has high blood glucose of 582 mg/dl, treated with a pen. Customer was in the emergency room due to the high blood glucose. Her blood glucose was 369 mg/dl when admitted. Troubleshooting on the insulin pump wasn't completed as the customer didn't have the tubing clamp to perform the high pressure test. Customer called back and stated he wanted to return the device for analysis.